Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant this right ventricular (rv) lead measurements were good after connecting the lead to the device. When suturing the lead into place intermittent loss of capture (loc) was observed. The position had not changed when reviewing fluoroscopy. An attempt to reposition the lead into the apex intermittent loc was observed again. The lead was then repositioned into the lower septum with the same results. The physician then attempted to remove the helix by rotating it counterclockwise, however it would not retract. The helix did not loosen from the last position, thus it was surgically abandoned. A new rv lead was successfully implanted in the apex without any further issues.